Event description:
It was reported that the customer was setting the time on her insulin pump but could not change a.m. To p.m. Her blood glucose level was not reported. In the alarm history a motor error and no delivery alarms were found. While loading the p cap onto the reservoir, she accidentally bent the needle that was inserted into the septum of the reservoir. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.